Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a lost sensor alarm and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 40 mg/dl when she woke up in the middle of the night. The customer already changed the sensor before calling. The customer stated that she had issues with connecting the sensor with transmitter. The customer reported a lost sensor alert that occurred only with a previous sensor. The customer stated that the lost sensor alarm occurred during initiation period. The customer was advised to monitor the issue. The customer will be sent a replacement sensor.